Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: "g2 - report source" in submitted on 6 feb 2024, "health professional" and "company representative" should have not been selected.